Manufacturer narrative:
The insulin pump powered up properly after battery installation and was received with operating currents within specifications. It passed the self-test and displacement test. No unexpected replace battery alarms noted. However, power loss alarms and low battery confirmed in the long trace. Detailed trace analysis confirmed the low battery and power loss alarm. Power loss after low battery alarms. The power loss was triggered when back up battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of microtimer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. The device also had a minor scratched lcd window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a shortened battery life and the customer received a replace battery alarm. It was stated that the customer changed the battery on (B)(6) 2016 and two days later it showed it had less than 30 minutes left. Blood glucose at the time of the incident is unknown. Troubleshooting was performed; the customer declined to receive a new battery cap and requested the insulin pump to be replaced. The device was returned for analysis.